Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a regular follow up. Upon interrogation, the right atrial lead exhibited many inappropriate mode switch episodes due to loss of atrial capture and an insufficient programming margin. The lead also exhibited increased threshold. Performing a chest x-ray was discussed but not performed. Programming changes were made. The patient was stable and will be monitored.